Event description:
Customer reported she has been experiencing high blood glucose for five days. Blood glucose was 485 mg/dl. Customer stated she administered insulin with the device and blood glucose would not lower. Customer had to treat with manual injections to lower blood glucose. She also changed the complete set twice. Customer was using expired reservoirs. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.